Manufacturer narrative:
In the case description, the user mentioned receiving a memory corruption alarm. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of a memory corruption alarm. The starting point of the log files was found to be the date of occurrence and the realm key used for log decryption was found to be generated on the same day, indicating that a device reset did occur on the date of occurrence. Acknowledgement of the memory corruption alarm results in device reset and deletion of log files from before the reset. Without log files, the cause of the reset could not be determined and it could not be determined if a memory corruption occurred and resulted in the reset. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 2.6 mmol/l (46.8 mg/dl) after the patient's personal diabetes manager gave a memory corruption alert. At the time of the alert, the patient's bg levels were at 20 mmol/l (360 mg/dl) but the patient had insulin on board (iob) and it began to absorb and lowered the bgs to 2.6 mmol/l. Symptoms reported include tingling legs, fast heart rate, rapid breathing and nausea. The patient was treated with 2 glucagon shots, fast and slow acting carbohydrates, glucose IV for 4 hours (325 mg of carbs in total). The patient was released after 11 hours.